Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial visual inspection; there were no visible signs of damge on the grips and cables, blue housing was opened and no trouble was found. The instrument was placed on an house-system and the instrument passed engagement and recognition testing. The instrument moved with full range of motion. An additional observation not reported by site was that the instrument main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .276 - .052 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the customer noted that one leg of the tenaculum forceps instrument was stiffer making it to grasp less well the myoma. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.